Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer received with multiple insulin pump errors. The blood glucose was unknown at the time of the incident. Customer stated that her battery ran out and her pump kept buzzing and she could not suspend the pump when she got home she put in another battery and got a no power alert and when she presses the act button she gets a insulin pump error. Customer was not able to clear all of the alarms and stuck in the off no power and insulin pump error loop. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the spec range. Pump was monitored and tested with no off no power alert, audio/beep anomaly and spi to motor pic communication error alarm noted. (B)(4).